Manufacturer narrative:
Investigation conclusion: the customer¿s concerns that the infusion was not running was not confirmed or replicated during a review of the logs. Results from a review of the pcu event log identified an infusion of unknown medication programmed on (B)(6) 2020 at 3:32:50 pm. The infusion was programmed at a rate: 0.243ml/h with a vtbi of 7.2924ml. The same infusion program was adjusted by the user rate:0.243ml/h with a vtbi:9.4505ml on (B)(6) 2020 at 4:59:14 pm. The infusion program was adjusted once again by the user rate: 0.243ml/h with a vtbi 9.6706ml on (B)(6) 2020 at 2:26:18 pm. The suspected syringe module was found infusing medication on the reported date of event. The returned syringe module was tested for accuracy. Initial test results identified the device failing the plunger force accuracy test. The syringe module calibration was successfully performed, and the unit passed the plunger force accuracy, the barrel clamp accuracy test, and the plunger position accuracy test during the process. This was an incidental finding that would have no effect on the reported complaint. A 24 hour test infusion was performed successfully after calibration. There were no errors observed. Device inspection: the syringe module was received with the instrument seal broken. Drive head up/down vertical movement does not move freely after opening the gripper control. The tube drive was observed bent. A missing screw was observed on the syringe flange gripper. The flange gripper retainer was observed broken. A crack was observed on the lower left half of the handle. The lower rear case screw fastening well was observed broken. Syringe module was observed with dull iui connector contact pins. All possible replacement parts were observed to be bd parts. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint of an IV infusion not running was not confirmed after a review of the pcu event logs. Device history review: a review of the device history record showed the device had a manufacture date of 14oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that prostaglandin was hung around 1700 at a rate of more than 2 hours. At 1915, the incoming shift nurse assessed the intravenous (IV) and the infusion was not running. There were no alarms reported. The event occurred in the pediatrics intensive care unit (picu). The customer stated no further information is available.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that a new unspecified intravenous (IV) was hung around 1700 at a rate of more than 2 hours. At 1915, the incoming shift nurse assessed the IV and the infusion was not running. The customer stated no further information is available.

Event description:
It was reported that a new unspecified intravenous (IV) was hung around 1700 at a rate of more than 2 hours. At 1915, the incoming shift nurse assessed the IV and the infusion was not running. The customer stated no further information is available.

Manufacturer narrative:
Investigation conclusion: the customer¿s concerns that the infusion was not running was not confirmed or replicated during a review of the logs or during testing. Results from a review of the pcu event log identified an infusion of unknown medication programmed on (B)(6) 2020 at 8:12:24 am with pcu s/n: (B)(6). The infusion program was adjusted by the user two times (12:51:35 pm & 1:40:42 pm). The device was channeled off at 3:54:38 pm on (B)(6) 2020. At 3:58:06 pm the module was attached to a different pcu but the infusion was never restarted. Device inspection: the syringe module was received with the instrument seal broken. Drive head up/down vertical movement does not move freely after opening the gripper control. The tube drive was observed bent. A missing screw was observed on the syringe flange gripper. The flange gripper retainer was observed broken. A crack was observed on the lower left half of the handle. The lower rear case screw fastening well was observed broken. Syringe module was observed with dull iui connector contact pins. All possible replacement parts were observed to be bd parts. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint of an IV infusion not running appears to be the result of the user stopping the infusion, attaching the device to a different pcu but never restarting the infusion. Device history review: review of the syringe module service history record showed the device had a manufacture date of 14oct2008. A review of the device service history record was performed beginning from the date of manufacture to the present date 14dec2020 and indicated that this device has been previously returned for service: (B)(6) 2016 ¿ unknown alarm channel error. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.